Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4) applies to leads (lot#s unknown) only. (B)(4) applies to leads (lot#s unknown) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient was told the leads may migrate so they have been laying down and taking it really easy so as to not pull their leads. When the patient rolls over in bed at night, they feel the leads move. The next day, patient thought the device was disconnected somehow as their controller reads, "settings cannot be changed with stimulation off.¿ instruction was given and the patient was able to turn stimulation on and adjust it to 0.5 ma. On (B)(6) 2017, patient has noticed constipation with their bowels since starting the evaluation. They are not sure if the device caused constipation so they were changed sides. The next day, patient was experiencing uncomfortable stimulation when sitting down so they were advised to adjust stimulation to a comfortable level. No further patient complications have been reported as a result of this event.